Event description:
Right knee swelling; right knee effusion; right knee pain/painful to extend right knee; right knee stiffness in back; right knee tightness in back; stiffness top of right calf; tightness to pf right calf; has not been able to walk straight/has to hunch her body over when she walks; synvisc did not help her knee pain. Info was received in 2006 from a female pt, initials b-f, with a med history of bone on bone arthritis and a meniscus of the right knee that was "shaved off", who experienced synvisc did not help her knee pain, right knee stiffness in back, right knee tightness in back, stiffness top of right calf, tightness top of right calf, has not been able to walk straight/has to hunch her body over when she walks and painful to extend right bone. The pt began treatment with synvisc in approx 2006. The pt received a sereries of three injections of synvics into the right bone on unk dates in 2006. The pt stated that synvisc did not help her knee pain, and that over the last seven days, she had been experiencing stiffness and tightness in the back of her right knee as well as the top of her right calf. Subsequently, she had not been able to walk straight, and had no bunch her body over when she walked. She added that it was painful to extend her right knee. She also was unable to ride her stationary bicycle anymore. At the time of this report, the pt had not recovered. Additional info was received in 2006 from the orthopedist. The pt had a med history of moderate grade iii osteoarthritis in the right knee for 2 yrs iwth joint marrowing and osteophytes, and prior effusion history. Previous treatment included nsaids. Effusion was not collected prior to any of the synvisc injections. The pt received three injections of synvisc into the right knee in 2006. In 2006, the pt experienced right knee pain, swelling and effusion. In 2006, the right knee was aspirated and cortisone was injected into the knee. The orthopedist assessed the causality of the events as probably related to synvisc. At the time of this report, the pt had recovered from right knee pain, swelling and effusion. MFR's comment: synovial fluid or effusion should be removed before each injection of synvisc.